Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open. Customer stated drawer 5 was clicking and unable to recover and there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer was not failed. A field service engineer opened back panel to check if there was anything in the way and also ran a diagnostic for the drawer in the hardware test application to resolve this issue. No device problem found. The system functioned as intended after field service engineer troubleshooted the device.